Event description:
The user reported that while using the vein harvester to dissect and remove the saphenous vein, the vein was accidentally cut. The harvested vessel remained fit for its intended purpose as a coronary artery bypass graft. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but conclusions have not been made.